Event description:
During the saphenous vein harvesting procedure, the balloon popped on the short port. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The hospital also stated that they had overinflated the balloon when it popped.